Manufacturer narrative:
This report is submitted on june 24, 2024.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.